Event description:
It was reported that the patient is short of breath when starting to exercise and has to stop. Therefore device reprogramming was done for rate response activity. It was also reported that no further symptoms were reported by the patient. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.